Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump shut off unexpectedly. Her blood glucose was 130mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.